Event description:
The customer reported that the system displayed precharge voltage and filament regulator errors. This occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the b-positive batteries. The system was tested and found to be working as intended and put back in service.